Manufacturer narrative:
Product was discarded.

Event description:
The dentist reported that a patient went to post grade area of the university with a abutment screw fractured. The abutment screw was in a single restoration on area # 23. Abutment screw was discarded. A new screw was place.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.